Event description:
It was reported that device entrapment occurred. The patient underwent percutaneous coronary intervention. The target lesion was located in the mildly tortuous and severely calcified vessel. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the device got stuck with a non-boston scientific guidewire. The catheter and the guidewire were removed outside the body as a single unit. The procedure was then completed with another of same device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.